Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 30mm. Proximal neck length was 45mm. Proximal neck did not contain calcification/thrombus. It was reported that following the index procedure, a suspected type ii endoleak was observed on final angiogram. The next day, a CT revealed the endoleak was a type ia proximal endoleak, not a type ii. Per the physician, the cause of the endoleak may have been due to invagination of the stent graft; there was a narrowing of the infra-renal neck. A3636 endurant ii cuff was implanted to resolve the endoleak. No additional clinical sequelae were reported and the patient is fine. The review of returned cta¿s from 3 ¿ days post-implant revealed that the bifurcate was positioned just below the renal arteries. The ipsi limb was placed into the right common iliac, and the contra limb into the left common iliac artery. The bifurcate aortic body has infolded on the anterior side of the stent graft down to the flow divider. The six suprarenal stents have opened non-uniformly; four of the suprarenal stents have opened toward the anterior side of the aorta. There is a proximal type I endoleak. The proximal neck diameter at the sma is 27x29mm, and just below the renals measures 32mm. The neck narrows distally; 1.5cm below the left renal the stent graft aortic body measured 23mm across, 2cm below measured 24mm, and at 3 ¿ 5 cm below expanded to 28mm across. The max diameter aaa was 5.7cm. Both limbs were patent. Images pre-implant and during the implant were not provided, and films post-intervention were not provided.